Event description:
Reportedly, there were loading issues during an iol implant procedure, and as a result the lens was scratched upon insertion into the patient's left eye. Incision was enlarged from 2.2 to 2.8 mm to remove the iol, and it was replaced with another lens of the same model and diopter. The patient outcome is good and they have not noticed a decrease in their vision.

Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.